Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to implant the left ventricular (lv) lead but could not advance the lead because it was too large and the proximal curve pushed the lead out so it was not stable and would not track due to the 's' shape. A second lv lead was attempted with the same issues. The physician decided to use a third lv lead that was straight, which was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.